Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient was scheduled to have a computed tomography (CT) scan on (B)(6) 2018 due to a possible hernia as well as to assess the patient's pd catheter function. The pdrn reported the patient had a history of constipation. Follow-up was made with the pd patient's contact, who stated the pd patient started on pd therapy approximately three months ago and went in for a CT scan on (B)(6) 2018 and stated the pd patient was diagnosed with an inguinal hernia. The contact stated the patient did not have any pre-existing issue with hernia. There did not appear to be an issue with the patient's pd catheter and confirmed there was no issue with overfill and no injury occurred. The patient was able to complete peritoneal dialysis treatments using the cycler and confirmed no treatments were missed. Per pdrn the patient was evaluated by the doctor and indicated the doctor was going to be scheduling for surgery to repair the hernia. Per patient contact the patient did not require any medical intervention or additional treatment at this time, and has been able to continue with continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Event description:
Information in the complaint file was reviewed by the post market surveillance clinician. On 3/13/2018, this patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent a computerized tomography (CT) scan and it was discovered the patient had an inguinal hernia. It was reported by the patient¿s wife, the inguinal hernia was not a pre-existing condition prior to initiation of pd therapy. It was further stated the patient¿s doctor would be scheduling hernia repair surgery (date unknown). At the time of this clinical investigation, the patient reportedly continued ccpd therapy with the liberty cycler without further issues. Additionally, the patient¿s wife reported there are no known pd catheter issues (which may have been a contributing factor). Moreover, it was reported the patient had been completing ccpd treatments without an issue with overfill. However, the patient did experience several "m65 scale reading" alarms during ccpd treatment on (B)(6) 2018.

Manufacturer narrative:
Conclusion: there is a temporal relationship between ccpd therapy with the liberty cycler and the patient¿s new diagnosis of inguinal hernia. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Therefore, a probable association exits between ccpd therapy with the liberty cycler and the patient¿s inguinal hernia. Based on the available information in the file, it cannot be determined if the liberty cycler malfunctioned in any way which may have caused the patient¿s inguinal hernia event (liberty cycler not returned for manufacturer product investigation).

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient was scheduled to have a computed tomography (CT) scan on (B)(6) 2018 due to a possible hernia as well as to assess the patient's pd catheter function. The pdrn reported the patient had a history of constipation. Follow-up was made with the pd patient's contact, who stated the pd patient started on pd therapy approximately three months ago and went in for a CT scan on (B)(6) 2018 and stated the pd patient was diagnosed with an inguinal hernia. The contact stated the patient did not have any pre-existing issue with hernia. There did not appear to be an issue with the patient's pd catheter and confirmed there was no issue with overfill and no injury occurred. The patient was able to complete peritoneal dialysis treatments using the cycler and confirmed no treatments were missed. Per pdrn the patient was evaluated by the doctor and indicated the doctor was going to be scheduling for surgery to repair the hernia. Per patient contact the patient did not require any medical intervention or additional treatment at this time, and has been able to continue with continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.